Event description:
It was reported that leakage was occurred through the luer lock connector of hls cannulae. It was found that a crack was occurred on the luer lock connector and customer decided to change the product to finish ECMO. There was not any abnormalities detected on patient's condition. No harm or death to any person was reported. Trackwise # (B)(4).

Manufacturer narrative:
It was reported that leakage was occurred through the luer lock connector of hls cannulae. It was found that a crack was occurred on the luer lock connector and customer decided to change the product to finish ECMO. There was not any abnormalities detected on patient's condition. No harm or death to any person was reported. A photograph was received from customer which shows the crack on luer lock connector of hls cannulae. Based on this, the complaint could be confirmed but not product related. More information received from customer and it states that the failure was detected right after insert, during clamping. Leakage was occurred from a crack and customer directly changed the product. Besides, it was also stated that neither a cleaning agent applied nor intrahospital transport or patient position change was performed. The production history record (DHR) of the affected be-pas 1515 with lot# 3000263573 was reviewed on (B)(6) 2023. According to the DHR results, the product be-pas 1515 passed the defined manufacturing and final release specifications. There is no indication on manufacturing issues. Thus production related influences are unlikely. Further, the incoming inspection report (batch # 3000232244, inspection lot # 010001005434) of the affected component "(B)(4)" was reviewed on (B)(6) 2023. The connector were checked for damages, scratches, marks, rills, sinks, streaks, and cords visually. Visual tests were passed as per specifications. Due to this, material related influences are unlikely. The reported failure could be linked to the risk assessment and control of hls cannulae and the most probable cause could be: user error -lack of attention during device handling unintended removal of fem cap from cannula. Mechanical damage of cannula connection during removal of fem cap. Dearing of cannula (tightening luer cap). Damage of cannula connection during connection of tube line. Mechanical damage of cannula during fixation. Disconnection of drainage cannula from tubing line. Unintended repositioning of hls cannula (during patient transport or repositioning). Customer will be informed about the results by getinge sales and service unit.  The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.